Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was a sensor glucose versus blood glucose difference which suspended delivery of insulin. Customer's blood glucose value was 583 mg/dl and the sensor value was 70 mg/dl. Troubleshooting was performed and customer was advised to allow time for the sensor reading to catch up to the meter reading. Products are not expected to return for failure analysis.